Event description:
During an ophthalmic procedure, this microsurgical unit exhibited intermittent aspiration. Handpieces and cassettes were exchanged to see if aspiration could be activated. Another unit was used to complete the procedure.